Manufacturer narrative:
Analysis has to done.

Event description:
Concerning an implanted polaris adjustable pressure valve with high pressure, showing signs of obstruction, a neurosurgeons explanted the suspected valve in last for revision. A new sophy adjustable pressure valve was implanted, using the same functional ventricular and peritoneal catheter.